Event description:
It was reported that the right atrial (ra) lead had high thresholds and was undersensing. The ra lead was capped and replaced. During the replacement procedure, a left ventricular (lv) lead was attempted to be implanted and the stylet was stuck in the lumen of the lead even though the stylet was wiped with saline prior to insertion. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the stylet was stuck in lead-distal coil. It was noted that the lead connector pin was pulled out/off, the lead appeared damaged at implant and the lead was stretched.